Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time and went through the patients bone. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time and went through the patients bone. No further information was provided.